Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon could not close the jaws (anvil) of the atb35 instrument. When rep squeezed the handles, the jaws would not stay closed, so rep did not even put the instrument in the trocar. Another instrument was used to complete the case. There was no consequence to the pt.